Event description:
It was reported that the survey respondent mentioned catheter blockage and bladder cancer when asked of complications while using 2-way delinotte hydrogel coated prostatic catheter. It was unknown what medical intervention was provided for bladder cancer. Per additional information received on 20-apr-2022, it was stated that the survey respondent mentioned about bacteriuria, symptomatic urinary tract infection, pain, hematuria, urethral sphincter dysfunction, incontinence caused by foley catheter, leakage, accidental removal, retained fragments from catheter, bladder stones when asked of complications experienced while using 2-way delinotte hydrogel coated prostatic catheter. It was unknown what medical intervention was provided. Per additional information received on 20-apr-2022, when the survey respondent was asked if the instructions for use (IFU) of 2-way delinotte hydrogel coated prostatic catheter provides sufficient information about the product(s) and its or their medical application(s), the respondent stated that no because it was not in italian language.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the survey respondent mentioned catheter blockage and bladder cancer when asked of complications while using 2-way delinotte hydrogel coated prostatic catheter. It was unknown what medical intervention was provided for bladder cancer. Per additional information received on 20-apr-2022, it was stated that the survey respondent mentioned about bacteriuria, symptomatic urinary tract infection, pain, hematuria, urethral sphincter dysfunction, incontinence caused by foley catheter, leakage, accidental removal, retained fragments from catheter, bladder stones when asked of complications experienced while using 2-way delinotte hydrogel coated prostatic catheter. It was unknown what medical intervention was provided. Per additional information received on 20-apr-2022, when the survey respondent was asked if the instructions for use (IFU) of 2-way delinotte hydrogel coated prostatic catheter provides sufficient information about the product(s) and its or their medical application(s), the respondent stated that no because it was not in italian language.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "incorrect/ missing translation". It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient". The device was not returned.